Event description:
Customer executed a required monthly check of the vidas instrument using vidas qcv. Vidas qcv is a quality check to detect pipetting problems in the instrument. Qcv testing failed and the customer contacted customer service as required for qcv failure. Troubleshooting activities were performed by the customer following instructions given by the customer service including replacement of the seals on section b of the pump system. After replacement of the seals, qcv was performed and indicated the pipetting issue had been resolved. As a result of the qcv failure, customer performed a retrospective analysis of the pt result since the last qcv monthly check and determined that discrepant results had been reported for the following assays: vidas toxo igm, vidas toxo igg ii, vidas mumps igg, vidas h.pylori lgg, vidas cmv igg. No pt impact was reported as a result of the discrepant results reported.